Event description:
It was reported that during service and repair pre-testing it was discovered that the small battery drive device had an "oscillation trigger that was sticking". This event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If any additional information should become available, this notification will be updated accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as feb 20, 2013. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Information was not available. Date of manufacture was unknown. The device was returned for service without any specific deficiency, the device did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device. The reported condition was confirmed. The assignable root cause was determined to be usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.